Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a red alert for a low intrinsic amplitude r-wave measurement. It was also reported that oversensing was seen on the ventricular and shock channels indicative of reversed leads in the header. The oversensing resulted in an inappropriate shock and pacing inhibition. A guidant technical services (ts) consultant recommended trying to reproduce the noise at the next follow up.